Event description:
Surgical intervention took place where the ipg and lead were explanted.

Event description:
Related manufacturer reference number: 3006705815-2023-03687. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention is currently pending.